Event description:
Procedure type: nephrectomy. According to the reporter: while in use on pt, the device became dull and new device was opened to complete procedure. There was no bleeding, no tissue damage and no additional tissue loss. Nothing fell into cavity. No pt harm.

Manufacturer narrative:
(B)(4).